Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced, and the unit was returned to service. Customer contact reports no patient information available.

Event description:
The hospital reported an unexpected reset error had occurred. There was no report of patient injury.